Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The dreamstation auto CPAP was assessed at a third-party service center, revealing visible foam degradation. The device was ultimately scrapped. There is no allegation of serious or permanent harm or injury or any medical intervention specified.